Manufacturer narrative:
(B)(4). A device history review could not be conducted since the lot number was not provided. The device sample is reportedly unavailable for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the green plastic from the clip cartridge fell into the patient. The doctor was able to retrieve the debris without incident. The patient's condition was reported as fine.